Event description:
It was reported that the apix table control panel was not working. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.